Event description:
Radiometer was made aware of discrepant hb measurement results that were gathered on the (B)(6) 2021. The customer has observed very low hb results on a blood gas test. After a few minutes there is another measurement on the same equipment by the same person (with the same sample) and the hb result changes completely. The results of the rest of the magnitudes are usually very similar. We have always thought that it could be more related to the homogenization of the sample, since hb is the most sensitive magnitude, but it seems strange to us that there is so much difference in such a short time. The equipment does not indicate that there are any errors. (B)(6). Objective of the complaint: measurement deviations on hb timeline: (B)(6) to (B)(6) 2021. Observation: the instrument has been checked and no broken parts have been found. Difficult to trace as the other measurements are ok and this happens once in a while.

Manufacturer narrative:
Radiometer investigation of the received data logs has identified that the false low thb measurement occurred due to the hemolyzer was not filled with the sample (cuvette was totally filled with air), which gives abnorm spectrum and following results for oxi parameters. The root cause of why the sample was not filled is unknown.